Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the integrated electrosurgical unit (iesu) or erbe due to error c-82. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted pancreatectomy surgical procedure, the customer encountered an error c-82 on the integrated electrosurgical unit (iesu) or erbe generator. The customer power cycled the system, but the issue remained. The technical support engineer (tse) informed the customer that the erbe generator needed to be replaced. The customer noted that they would exchange the system for the procedure. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and c 82 fault on the erbe generator was confirmed and successfully replicated during power on testing, verifying that the issue occurred in the field. A visual inspection did not reveal any observable issues related to the event. The complaint was confirmed based on the field evaluation. The probable root cause of the c 82 error is attributed to the faulty erbe generator. This error indicates the sio protocol length error. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.